Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05157. It was reported the patient was not feeling any stimulation therapy from her scs system. Troubleshooting and reprogramming did not resolve the issue. Follow up identified the patient had fluoroscopy taken which showed the leads have pulled out of the epidural space. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-05157. Additional information received identified the patient had her leads explanted and replaced with a different model lead. Normal stimulation was reportedly restored.